Event description:
The customer reported an "overload fault." This error will result in an uncommanded sys shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The field svc engineer examined the x-ray tube and cleaned arcing deposits that were noted. The hv connections were examined and re-greased. The sys was tested and found to be working as intended and put back into svc.